Event description:
The customer reported ion selective electrode (ise) calibration unstable and low anion gap results involving au480 clinical chemistry analyzer with ise. The customer performed ise calibration and quality control (qc) but after two hours, sodium (na) and potassium (k) results dropped. Ion gaps were also low. The customer performed recalibration and qc and anion gaps were acceptable but only for a few hours. The customer replaced the roller pump tubing and did not note any issues with ise or system error messages. The customer also noted fluid overflow within the instrument compartment. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. There was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The customer stated the erroneous patient results were reported out of the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. Review of the customer-supplied patient data indicates sodium (na) and chloride (cl) were in question. The customer stated approximately 30-34 corrected results were issued. Data supplied by the customer only indicates three (3) patients with corrected results. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the drain line overflowed into the ion selective electrode (ise) compartment, and the drain was clogged. The fse cleared the drain and cleaned up the ise compartment. The fse performed passing ise calibration and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The instrument was operational.